Event description:
It was reported that a user left the ilet pump disconnected for approximately four hours after changing clothes, which led to hyperglycemia and elevated ketones; the user then administered a manual insulin injection and was advised to remain off the pump for about two hours to avoid insulin stacking, increase fluid intake, and contact their clinician for individualized guidance. Symptoms included hyperglycemia and nausea that subsequently resolved without vomiting. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to the cannula being disconnected and an improper or incorrect procedure contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.